Event description:
The pt received her scs system on (B) (6) 2009. It was reported that the pt began having difficulty recharging her ipg. She was charging for about an hour everyday, but the stimulation would still turn off. The pt also reported that the ipg was moving in the implant pocket and appeared to correlate with her recharging issues. A replacement charger did not resolve the issue. The physician replaced the ipg on (B) (6) 2009. The explanted ipg was discarded and will not be returned to ans for analysis. No additional events regarding the ipg for this pt have been reported since replacement of the ipg.

Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.